Event description:
Subsequent to the previous report, the additional information was received: starting on (B)(6) 2022, recurrent mr was noted. On (B)(6) 2023, moderate mr was noted along with a single leaflet device attachment (slda) with the implanted mitraclip. The mitraclip was only attached to the anterior leaflet. On (B)(6) 2023, a stress echo was performed. Moderate mr was noted at baseline with severe mr during stress, along with the slda were observed. There remained no additional treatment.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported incomplete coaptation cannot be determined. The reported mr appears to be a cascading effect of the reported incomplete coaptation. There remains no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported migration cannot be determined. The cause of the reported mitral regurgitation (mr) cannot be determined. The reported mr is listed in the instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to an increase in mitral regurgitation with increased mobility of the mitraclip. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade of 4+ with anterior leaflet tethering. One mitraclip was implanted, reducing the mr to grade 1+. There was no device deficiency. An echocardiogram performed on (B)(6) 2022, noted an increase in mr, to grade 2+. No additional intervention was performed. Per study physician, this increase in mr was unrelated to the implanted clip. On (B)(6) 2023, a follow-up echocardiogram was performed. An increase in mr from mild-moderate to at least moderate was noted, along with increased mobility of the mitraclip. There was no treatment and no additional hospitalization. No additional information was provided regrading this issue.